Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using the pre-close technique, via a 6f sheath hole prior to a peripheral intervention procedure. Reportedly, after the device was backloaded over the guidewire, the guidewire was removed, and the device was advanced further to confirm backflow. A snap was heard and felt, as the guide broke. The physician believes it was due to poor technique and the patient's large physique. The device was withdrawn as one unit without any vessel damage. The pre-close technique was abandoned, and the procedure was completed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The break was confirmed. Noise is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the noise and feel were related to the deformation (break) of the sheath to distal guide due to insertion forces incurred by the reported patient mass. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.